Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, patient underwent an abductor repair on (B)(6) 2015 due to leg length discrepancy. The modular head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.